Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the site. The infusion set was in use for one day. The patient replaced infusion sets and resumed insulin successfully. No further information available.